Event description:
The initial reporter received questionable calcium (ca, gen.2) results from one patient sample tested on two cobas 6000 c501 modules (module a and module b). The initial result from module a was 10.7 mg/dl. The first repeat result from module a by automatic rerun was 13.1 mg/dl. The second repeat result from module b was 10.7 mg/dl. The third repeat result from module b was 12.1 mg/dl. The fourth repeat result from module b was 13.1 mg/dl.

Manufacturer narrative:
The serial number of cobas 6000 c501 module a is (B)(6). The serial number of cobas 6000 c501 module b is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration traces: cobas 6000 c501 module a with serial number (B)(6) - there were no issues noted since (B)(6) 2023. Cobas 6000 c501 module b with serial number (B)(6) - there were several alarms noted since (B)(6) 2024. The investigation reviewed the qc data. Qc levels 1 and 2 were within +/- 1 standard deviation; no issues were noted. The field service engineer (fse) stated that he inspected both modules. The fse inspected module a and performed cleaning procedures. He checked the adjustments for the reagent probe, sample probe, rinse stations, and rinse unit. He also changed the gear pump head (gph) and adjusted it to the correct pressure. He performed a precision check with acceptable results. The investigation ruled out a general analyzer and reagent issue as the calibration and the qc were within specifications. The investigation determined the event was consistent with an instrument-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.